Event description:
During testing at the user facility, arcing was noted inside the device. The device was returned to the biomedical engineering department with an unsigned note that stated, "would not turn on". No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.